Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, 26 days after the dental implant was installed in intraoral region #13; its non-osseointegration was observed. The 10 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and fenestration occurred during surgery.